Event description:
Patient on camino icp monitor. Patient was placed flat for care, camino with bolt intact. Patient had been for icp (increased intracranial pressure) range 3-5 jumped to 18-19, no change in patients' assessment. Hob (head of bed) elevated wave consistent, then flatted. Resident called natus 24/7 clinical support. During troubleshooting the screen presented temperature numbers ¿ [redacted name] does not use temperature integration. The screen then flashed out of the temperature range. Due to the concern of the screen and inflated numbers -bolt removed. Both the camino and bolt are being sent to the company for further inspection.